Manufacturer narrative:
A visual inspection of the cartridge was performed. No damage or defects were noted. The cartridge was cycled and filled successfully with no air bubbles formed inside the cartridge. A cartridge leak test was performed and no leaks were noted from anywhere on the cartridge. A cartridge force test was completed with all of the cartridge force measurements within required specifications.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose on an unspecified date was above 400 mg/dl and less than 500 mg/dl with abdominal pain, extreme thirst, nausea, vomiting, and unspecified ketones. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that a loss of prime issue had occurred with multiple cartridges from the same box. This complaint is being reported because the reported health event was attributed to a cartridge issue.